Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with feelings of muscle stimulation, also noted was the pulse generator exhibited undersensing. No additional information was available.